Event description:
It was reported that the rn phoned the clinical support specialist (ccs) to troubleshoot the he (helium) loss 3 alarms, which were reoccurring every 4-6 mins. The rn stated that there was no apparent kink under fluoroscopy, no blood noted in catheter tubing, and no leak in connections. The css verified with the rn that there was no blood in catheter tubing. The css asked the rn to fax the alarm strips that had just occurred and while waiting for the strips, the css reviewed with the rn about looking for a potential kink. The css instructed the rn on reducing the volume 2cc. The rn stated that they had already attempted to decrease the volume and the pump continued to alarm. Per the rn, they had decreased the 40cc intra-aortic balloon (iab) to 30cc with no change in alarms. The pt is bradycardic with rates in the 50's to 60's. The css explained that they should perform a leak test. During the test, there was no drop in the base line pressure on the balloon pressure waveform (bpw) and only the high pressure message was displayed. The css explained that this indicated that the issue is on the catheter side and recommended that the catheter be removed. The rn relayed the message to the doctor. The css told the rn that she would call her back in several mins to check on their progress and requested that they keep the catheter once removed for return to us. At 2119, the css called the rn back. The rn stated they had removed the iab and have kept it for return. The rn stated that the second catheter is pumping well with no alarms and achieving the goals of therapy. The md spoke to the css and stated that he felt this was plaque related and felt the pt had very poor vessels at the insertion site. The md stated that he had removed the iab through the sheath, the replaced the sheath with a 9fr sheath and inserted a second lws catheter. The md said that he knew that was not recommended, but wanted to know the potential risks associated with removing the iab through the sheath. The css discussed this with the md in detail. The md stated he understood. The iab was removed without difficulty and a new catheter was placed with no complications noted with the pt. Additional info received on (B)(4) 2012 from the distributor stated the event involved a pt who has since been discharged from the hospital. The pt continued on for surgery after the new iab was inserted via the same insertion site successfully.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.